Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed. The reported issue was confirmed via error logs review but could not be replicated by failure analysis. The unit was tested on an in-house system and triggered no error. The unit was also tested on the test platform and failed sensors check, but it is not part of the reported problem. Upon further investigation, there was no fluid intrusion or physical damage. Remoted fe also showed error 40084 on axes controller arm (aca) downstream and 32114 aca upstream.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error 40080 occurred. The issue was resolved after power cycling the system twice. However, an error 40084 occurred, and the customer decided to disable the universal surgical manipulator (usm)4. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using 3 usms. There was no injury to the patient.